Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled and the upstream occlusion (uso)seal was worn. Service review history noted that the device has not been serviced in the past. There was no evidence to review in the event history log. Functional testing duplicated the customer reported issue. The cassette not attached properly displayed when attaching the cassette. The investigation determined that the cause of the issue is an inoperable dso sensor. The dso sensor was replaced.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement and unknown patient harm/adverse event reported.